Event description:
Operator noticed a leak from the front of the analyzer onto the floor which was immediately wiped up. No patient samples were involved and no one was harmed. The operator found the pv 22 tubing was split and she changed the tubing which resolved the issue.